Manufacturer narrative:
According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.

Event description:
Despite attempts to obtain the resolution for the left ventricular lead, none could be obtained.

Manufacturer narrative:
As no further information could be obtained, this event will be closed at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed loss of capture. It was thought this lead was dislodged. A revision procedure is intended in the near future. No adverse patient effects were reported.